Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose level of 460 mg/dl. Customer was treated with insulin pump. Customer had blood glucose level of 433 mg/dl. Customer declined to check air bubbles and leak. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.